Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: concomitant prod: dvbb1d1, thearpy date: (B)(6) 2014. Concomitant prod: 694758, therapy date: (B)(6) 2018. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was witnessed by the bedside nurse when double disconnecting the controller and patient's spouse reports multiple disconnects at home. Controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b3, h10 product event summary: the controller was not returned for evaluation. Analysis of the event log files revealed two (2) controller power up events logged on (B)(6) 2017 at 07:31:10 and at 23:07:23, and one (1) controller power up event logged on (B)(6) 2017 at 03:39:45. Data logs prior to the initial controller power up were not available for analysis. No anomalies were observed during the second and third recorded controller power ups. The controller was without power for a maximum of 17 minutes and 6 seconds during the second loss of power and a maximum of 13 minutes and 59 seconds during the third loss of power. As a result, the reported event was confirmed. Based on the available information, a possible root cause of these events can be attributed to a disconnection of both power sources from the controller, as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller, (B)(4) was not returned for evaluation. Analysis of event files revealed one controller power up on (B)(6) 2017 at 23:07:23 with its associated motor start at 23:07:30. A second controller power up was recorded on (B)(6) 2017 at 03:39:45 with an associated motor start at 03:39:53. As a result, the reported event was confirmed. In both instances, prior the loss of power, one controller ac adapter was connected to power port one and battery was connected to power port 2. No power sources were replaced after both instances of loss of power. Based on the available information, a possible root cause of these events can be attributed to a disconnection of both power sources from the controller as described in the event details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.